Event description:
The patient was revised because the tibial tray subsided.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device subsidence. The initial reporting indicated the product was not suspected of falling to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.